Event description:
It was reported that the doctor attempted to implant the intraocular lens; however, the capsular bag tore during insertion. The lens was removed and replaced with a smaller diopter lens during the same surgery. No patient injuries or complications were reported. No further information was provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was received at our manufacturing site for an evaluation and confirmed that the lens was a model ar40e. The lens was received and noted to have surface residuals adhered to both sides of optic body not inconsistent with an explanted lens. No cosmetic defects were found. The lens was inspected for optical properties following established procedures with the results showing that the lens diopter corresponded to a 20.5 diopter lens. The diopter inspection was found to be within the production order specifications. A visual lens inspection was found to be within the visual criteria acceptable specification. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Corrected data: MFR report # should have been (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information that changes the facts and/or conclusion of this report be received, a supplemental report will be submitted.